Event description:
Boston scientific received information that this lead exhibited a high out of range shocking impedance measurement of greater than 125 for the last several months. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information was received that the proximal pin of the lead was removed then re-inserted and the shocking impedance returned to a normal range.